Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Six devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Two devices were evaluated in the field and the issue was confirmed; one device had alignment issues and the other device had a jack leak. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, where it was reported the cot/fowler collapsed. There were 3 instances with patient involvement; no adverse consequences or clinically significant delays in treatment were reported.